Event description:
Information received from the field notes that during the implant procedure, no pacing was seen after the leads were connected to the pulse generator. The leads tested normal prior to connection. The patient had an underlying rate of 43 bpm. Appropriate function was observed when a new generator was connected to the leads.